Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink system continu-flo solution set were unable to be connected to intravenous (IV) catheter. The luer lock which secures the tubing to the IV catheter was immovable and could not be secured to the catheter. This event occurred during set up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested with issues noted. The luer lock was evaluated and was found to be stuck and could not be rotated. The reported condition was verified. The cause of the reported condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.